Event description:
The customer reported a leakage between the internal and external cannula. The customer reported no injury, no temporary damage and no permanent damage. It was also reported, that the event did not prolong the pts hospital stay. As of today, it is unk if extubation and recannulation of a replacement tube was required. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.